Event description:
It was reported that during a lap gastric bypass procedure, after using the instrument for the majority of the case, it stopped working for no apparent reason. There was no patient consequence.